Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, treated with insulin via intravenous drip at the hospital, and released 2 days later. The blood glucose reading was in the 540 mg/dl range, and the customer was wearing the insulin pump at the time of admittance. The customer's father also noted that the customer was given something for her blood to correct another issue. It was reported that the customer had been experienced high blood glucose levels in the 500 and 600 mg/dl range and was not able to lower them. The father noted that everything appeared okay with the insulin pump and thought it might have been a problem with scar tissue. He stated that the blood glucose levels were in good range since the discharge. Nothing further reported.